Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient had intermittent episodes of cardiac arrest prior to impella placement. The patient was transferred to the intensive care unit in critical condition. He remained in persistent ventricular tachycardia (vt) and ventricular fibrillation (vf). Although he was shocked and briefly converted, he repeatedly reverted to vt/vf. Following clinical deterioration, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.